Event description:
The pt was experiencing a gradual loss of efficacy with increasing pain symptoms. The hcp was concerned about a granuloma at the catheter tip. The pump and catheter were explanted and replaced and returned to the MFR for analysis.